Event description:
Detachment of infusion tubing from the drip chamber.

Manufacturer narrative:
The sample was received for investigation on 23 july 2007. Upon completion of the investigation, a supplemental report will be submitted. Attempts are being made to obtain additional information regarding this incident.